Manufacturer narrative:
Replacement device shipped to site on 3/7/2016. Issue resolved with replacement. Medtronic investigation of returned suspect device finds that the clamp is missing the retaining washers that translate the clamp jaws via the adjustment screw. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect spinous process short clamp. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's open spine clamp was damaged. The washer broke off of the spine clamp while loosening the clamp to take it off of the spinous process at the end of surgery. The washer fell into the patient and was retrieved. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.